Manufacturer narrative:
Gehc surgery field service engineer confirmed issues with the customer could not duplicate symptom. Ran system for 2 hours performing various fluoro and film exposures without any problems. Downloaded log files and generator events log. This case is completed. Test equipment: fluke.

Event description:
Customer stated that the system monitors went black during a portacath case in 2007. System rebooted finished the case without further problems.